Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing dizzy spells presented in hospital on (B)(6) 2016. Device interrogation revealed the right ventricular lead exhibited noise. The noise could be reproduced. It was noted that the lead had been programmed off on an unknown date due to possible clavicular crush. No other electrical anomalies were noted. The lead was explanted and replaced. The patient's condition was stable post procedure. No additional information was reported.